Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 30 oct 2019. B5: no new information to report. D4: expiration date: 24 feb 2022. UDI: (B)(4). G4: 14 oct 2019. G7: follow up. H1: serious injury. H2: additional information, device evaluation. H3: yes, evaluation summary attached. H6: method, results, conclusion codes. H10: manufacturer narrative. The reported implant device along with the abutment and screw was received for evaluation. The reported condition of an implant being removed due to infection could not be confirmed. The complaint does not allege a failure that can be functionally tested. The events are related to medical conditions and not the functional performance of the devices. However, the abutment and screw were functionally tested with the implant. All devices functioned as intended and assembled with the implant. A device history record (DHR) review was completed for the reported implant device lot. No deviations or non-conformance, which could have caused or contributed to the reported events were noted as part of the DHR. A complaint history review was performed for the reported implant lot for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. As per the applicable IFU, under section "potential adverse events", infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, and implant breakage are potential adverse events associated with the use of dental implants. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new information to report

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight: unknown.

Event description:
It was reported that the patient had an infection with inflammation. As a result, the implant (ifnt611) had to be removed. Tooth location 3.